Event description:
It was reported by svc report that the brakes were not holding due to the loose pivot bolt and toprail was broken, exposing sharp edges. However, it did not prevent the siderail from being able to raised/locked in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pivot bolt.